Manufacturer narrative:
Device evaluation of monitor 07174336 has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). The cause for the failure was isolated to a defective r45 resistor on the computer/analog board. The root cause for the defective r45 resistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor displayed a service code 102 (charge profile fault)

Event description:
A us distributor contacted zoll to report that a patient developed itchy hives and welts under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician discontinued the lifevest and prescribed allergy pills for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.